Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent open reduction internal fixation with plates and screws and compression due to nonunion left proximal ulna s/p orif monteggia fracture subluxation. On (B)(6) 2017, the patient underwent an open reduction and internal fixation of the comminuted left proximal ulna and where a synthes device was implanted. Prior to the reported event, the patient tripped over a curb and fell her on her left upper extremity resulting to an immediate severe pain. Concomitant devices reported: 2.0mm cortex screw slf-tpng with stardrive recess 6mm (part number 201.356.97, lot unknown, quantity 1), 2.0mm cortex screw slf-tpng with stardrive recess 12mm (part number 201.362.97, lot unknown, quantity 1), 2.0mm cortex screw slf-tpng with stardrive recess 18mm (part number 201.368.97, lot unknown, quantity 1), 2.0mm cortex screw slf-tpng with stardrive recess 20mm (part number 201.370.97, lot unknown, quantity 1), 2.0mm lcp(tm) plate 4 holes/31mm (part number 247.344, lot unknown, quantity 1), 3.5mm cortex screw self-tapping 16mm (part number 204.816, lot unknown, quantity 1), 3.5mm cortex screw self-tapping 20mm (part number 204.82, lot unknown, quantity 2), 2.0mm cortex screw slf-tpng with stardrive recess 24mm (part number 201.374.97, lot unknown, quantity 1). This report involves one (1) 2.0mm cortex screw slf-tpng with stardrive recess 16mm. This is report 3 of 10 for (B)(4). This product (B)(4), captures the second revision, open reduction internal fixation with plates and screws and compression, that involves ten (10) out of eighteen (18) devices. (B)(4) captures the remaining eight (8) out of eighteen (18) devices. (B)(4) captures the third revision that involves ten (10) out of fifteen (15) devices. (B)(4) captures the remaining five (5) out of fifteen (15) devices. (B)(4) captures the first revision, the removal of radial head and stem, and involves two (2) devices.